Event description:
Doc placed balloon up into axillary's vein at which time inflated balloon. Balloon would not deflate with 10cc syringe. Then upon further review, not only was balloon unable to deflate but the shaft of the balloon, a few cm's below the proximal bond of the balloon bellowed out.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the complaint sample was returned in one piece; the sheath and the guidewire used in the procedure were not returned for evaluation; the balloon is attached; the balloon has been inflated and deflated; there is biological debris on the balloon and catheter; the distal and proximal bonds are intact; there is a bubble in the outer shaft 9.5 cm from the distal tip; the inner shaft appears to be slightly stretched just above the bubble in the shaft; the balloon was inflated and deflated with a 10cc syringe and deflated without difficulty; the bubble is not the balloon or any part of the balloon . There are not bonds on either side of the bubble. Conclusion: the complaint investigation for "balloon would not deflate..." Is unconfirmed. During the evaluation, the balloon was inflated and deflated with a 10cc syringe of water. The cause of this complaint type is unk. The complaint could not be duplicated during the evaluation. The complaint investigation for "the shaft of the balloon bellowed out" has been confirmed during the visual inspection of the returned sample. During the evaluation, a bubble was observed on the shaft 9.5 cm from the distal tip. No other defects were observed. The exact cause of the complaint is unk. This type of shaft failure can be created when the balloon catheter is exposed to excessive pressure. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.